Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an obstruction detector leak on the unicel dxc 600i synchron chemistry analyzer. No injury was reported.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an obstruction detector leak on the unicel dxc 600i synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the obstruction detector.

Manufacturer narrative:
A bci field service engineer (fse) replaced the obstruction detector. (B)(4).